Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
The implanted valve showed a underdrainage. They tried to adjust it but the ventricle were still wide shown on the CT. After contrast administration only pale staining intraabdominal. In 2010 received a syphonguard (asd). Implantation 2007. Explantation (B)(6) 2017.

Manufacturer narrative:
The lot number has been provided. This reported has been updated to reflect the additional information.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
It was not possible to investigate the complaint as no sample was returned for evaluation. Numerous attempts were made to recover the device, with no success. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number is unknown.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes were noted over the needle guard. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested. Leaked from the needle holes over the needle guard. The valve was reflux tested. The valve passed the test. The siphon guard was tested, passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve, product code 82-3100 with lot chmbdk, conformed to the specifications when released to stock on the 7th october 2007. No root cause could be determined; as no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.